Manufacturer narrative:
It was reported that a historically healthy male patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a smartablate¿ system rf generator (EU) and suffered cerebrovascular accident (cva) requiring surgical intervention. Device evaluation details: the device evaluation has been completed. The device was evaluated and no error was found. Device was performed within specification. The device was also subjected to planned maintenance, safety and functional testing and all tests passed. No device malfunction found. Based on the available information it was determined the event was attributed to human error and not specific to a bwi product malfunction. Complaint was not confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # pc-000643642.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a historically healthy male patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a smartablate¿ system rf generator (EU) and suffered cerebrovascular accident (cva) requiring surgical intervention. During the ablation, char was noticed attached to the tip of the thermocool® smart touch® sf bi-directional navigation catheter. It was also reported by the customer that when starting the smartablate¿ system rf generator (EU) in the morning, it automatically starts in 4mm default mode. The system did not detect which catheter was connected and still allowed to ablate without display any error message to notify incorrect setup. All ablations were done on the 4mm preset with the smartablate¿ system rf generator (EU). The temperature level was up to 42c recorded in setup. The catheter did not have the appropriate irrigation; therefore, coagulum occurred. Thrombectomy was tried; however, patient¿s condition worsened and cerebrovascular accident (hemiplegia/aphasia) occurred. The patient was transferred to the intermediate care (imc) for monitoring. Patient was then moved to the normal station where remained hospitalized. In the physician¿s perspective, the issue was caused by human error as a wrong setting was on the smartablate¿ system rf generator (EU) for the catheter chosen (4mm non irrigated setup instead of correct smart touch® sf irrigated setup), the catheter was permanently only flushed with 2ml/min which caused charring, coagulation and apoplexy on the patient. Physician also believes the issue was related to a bwi product malfunction, since the smartablate¿ system rf generator (EU) was not able to detect which catheter is connected and doesn¿t notify incorrect setup. No error messages were given. During the case, the patient received heparin adjusted, the activated clotting time (act) aimed for >300 seconds. The duration of ablation was limited at 60 seconds. The visitag settings were 3s, 3mm, respiration adjusted, size radius 3mm. The color option used prospectively was tag index. The physician did not consider the char was excessive but plausible for a long non irrigated ablation in wrong setting. Based on the available information it was determined that despite the event was attributed to human error and not specific to a bwi product malfunction, the bwi generator cannot be considered a concomitant product; therefore, the adverse event will be reported under the smartablate¿ system rf generator (EU).